Event description:
It was reported that the device was explanted after implant duration of zero days, due to high gradients. The valve was competent with no leakage. No other details were provided. Info learned per response from the health care provider.